Manufacturer narrative:
(B)(4) information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: you stated that the device "criss-cross, misfire, double fire or dry fire." Please clarify the term "misfire". Did the device not fire clips? Did the device fire malformed clips? Did the device drop or eject clips? Clips are loose in the jaws and falling out prior to closing the jaws. Several clips come out at once. Scissoring is happening. No additional information on specific individual complaints is available.

Event description:
It was reported that during the unknown procedure, the device will crisscross, misfire, double fire or dry fire. Case completed with another device of the same product code. Unknown if there were patient consequences.